Manufacturer narrative:
Operator error. No malfunction suspected. The end user accidentally ran into a bench while attempting to maneuver the power wheelchair past a person in a hallway. Hoveround's owner's manual warns "to avoid serious injury: always set the joystick/controller speed/response control to be consistent with the surrounding environment. In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum."

Event description:
The end user reported that while operating the power wheelchair, she attempted to maneuver past a person in a hallway and accidentially drove into a bench.